Event description:
It was reported that the patient was told that her implantable neurostimulator (ins) was supposed to last five to seven years, but it only lasted approximately three years. She understood that the doctor or nurse should be able to estimate how long the battery would last, but when it was replaced they reportedly stated ¿this one should last longer.¿ the patient would rather not have to go through this every three years. She noted that the device had been a ¿lifesaver¿ for her, but the battery life was extremely frustrating. The patient outcome was not reported, so additional information was requested. If additional information is received, a supplemental report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# v134604, implanted: (B)(6) 2008, product type: lead. (B)(4).